Event description:
It was reported, the patient ¿froze up due to her multiple sclerosis¿ and her ¿son-in-law picker her up and pushed on the implantable neurostimulator (ins).¿ it was noted, the patient¿s ins ¿was not flat against her body before¿ being pushed on and that it was at the time of report. The patient reported that following this incident, she experienced ¿more pain.¿ it was stated, the patient ¿tried all groups from a-o five times, but most of the group stimulation sensation felt the same¿ and ¿only a few gave her a difference in intensity.¿ it was reported, the patient experienced ¿more stimulation on the left than on the right and the back and leg.¿ it was also reported, the patient ¿felt a zing through her back¿ at the time of report, ¿even with the system off.¿ it was noted, the patient¿s ¿middle of her body was numb.¿ it was noted, the patient¿s physician recommended having her system checked. The patient was redirected to her health care provider (hcp). Additional information reported a manufacturer representative was to meet with the patient at her physician¿s office on 2013 (B)(6). Additional information stated the patient was reprogrammed and received ¿better pain/stimulation coverage¿ and ¿reduced the patient¿s numbness or excess stimulation in the waist area.¿ it was noted, the patient¿s ¿excess stimulation was gone from the waist¿ at the time of report and that ¿the multiple sclerosis progression may explain some of the remaining numbness (per her doctor).¿ impedance testing revealed all impedances ¿were well within the acceptable range.¿ it was stated ¿no malfunctions were seen¿ and no interventions were taken or planned. It was reported, the patient was ¿doing well related to the stimulation¿ and that ¿her multiple sclerosis was progressing¿ and ¿may be the cause of some of this, as well as potential future issues.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).